Event description:
While attempting to monitor a pt, (age and gender unknown) the device displayed a "status 140" message and the device's display intermittently went on and off. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.